Event description:
An end user called in and stated a spot of her skin stripped off which was under the tape boarder upon removing her wafer. The end user also noted bleeding from the site. The end user stated this occurred one (1) week ago. The end user also stated she changes her wafer every three (3) days and has been using this particular size wafer for two (2) weeks.

Manufacturer narrative:
Based on the available info this event is deemed a serious injury. The end user states she cleans her skin with warm water, stomahesive powder, drops of water, calcium alginate, and then applies the wafer. The end user was educated on proper skincare and crusting using stomahesive powder and protective barrier wipes. The end user was also educated regarding the gentle removal of wafers and instructed to seek medical attention if her bleeding continues. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. A return sample for evaluation is not expected.